Event description:
It was reported that lumbar laminectomy surgery at the "3-2-5 level¿, it was observed that the motor device "froze up" and made a ¿grinding noise¿. The reporter stated that the attachment device was switched out and it was observed that the motor device would still not work. The reporter further clarified that when the foot pedal was pressed, the motor device ¿would not turn the burr¿. As a result, the surgical procedure experienced a delay of ¿less than five minutes¿. A spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A functional assessment revealed that the device was found to have no rotation. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.